Event description:
It was reported that the patient's implantable cardiac monitor (icm) was detecting false atrial fibrillation (af) due to t-wave oversensing (twos). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.